Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this lead was explanted due to a concern that its helix performance was compromised. The lead was thought to be dislodged due to a poorly secured suture sleeve. The insulation of this lead was purposefully cut in order to use if for introducing a new wire so a new safe sheath could be introduced. A replacement lead was then successfully implanted in the patient. The lead will not be coming back for analysis as it was disposed of by the hospital staff before a return request could be sent out. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.